Event description:
It was reported at time of implant on this right ventricular (rv) lead the shock lead impedance measured 90 ohms. Then in (B)(6) 2019 the impedance measured 115 and now are measuring upper 140's nearing 150 ohms. Technical services discussed considering a synch max energy shock. At this time, this rv lead remains in service. No adverse patient effects were reported.